Event description:
A customer contacted baxter turkey regarding minicaps with packaging related issues. The home patient (hp) observed that with 3 minicaps the packaging was open. There was no patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for packaging related issue with a minicap was not confirmed and no root cause could be determined. 15 companion samples were evaluated. A visual inspection was performed with no issues noted. The 15 samples were pressure tested with 1 psi air pressure, underwater for 10 seconds. During execution of this test bad seals are evident if a constant stream of bubbles from a specific area occurs. All 15 of the samples received passed the pouch pressure test. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.